Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. Customer¿s blood glucose level due to the issue was recorded at 387 mg/dl, indicating it did not exceed the threshold of 500 mg/dl. The customer performed a correction injection via mdi to address the high blood glucose level without requiring assistance from a third party. Technical support provided pump reset information and helped the caller reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the caller acknowledged and understood.